Event description:
The lay user/reporter called lifescan (lfs) in 2008 alleging the one touch ultra2 meter would not power on. The medical affairs specialist spoke to the patient on eight days later. The reporter stated the meter issue began on original date, in the morning. She continued to take her usual dose of oral diabetes medication, which is glyburide 5 mg, once a day. After the reported issue, on the same day, at 5:00 p.m., the patient became dizzy. She attempted to test but was unable. She called her daughter and told her she was not feeling well. While waiting for her daughter to arrive, the patient blacked out. The patient's daughter called the paramedics when she arrived, minutes later. The paramedics tested her blood glucose; the result was 75mg/dl. The patient stated that she does have symptoms of low blood glucose at 75 mg/dl. The patient was taken to the hospital, where she was treated with food and drink. She was monitored and released that same day. The issue was resolved with troubleshooting with the cca, as the patient was using the incorrect test strips. The meter was replaced. This complaint is reported as the reporter claimed the patient became hypoglycemic after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.